Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation and incorrect procedure were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. In this case, it appears the lever was closed (step 4) was performed before pulling the plunger (step 3). This is indicated by the deformation and break of the follower. Then the lever was reopened, the plunger pulled, resulting in a separation of the posterior cuff from the posterior needle. Based on observations from the returned analysis it appears the lever was closed (step 4) was performed before pulling the plunger (step 3). This is indicated by the deformation and break of the follower. Then the lever was reopened, the plunger pulled, resulting in a separation of the posterior cuff from the posterior needle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, the suture tore apart. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B5: corrected describe event or problem. H6: medical device problem code 1069 was added.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, the suture tore apart. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Returned goods device analysis noted the distal end of the follower is separated but held together by the needles.